Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during test the new cardiosave intra-aortic balloon pump(iabp) machine went under high-temperature recall. After the recall was completed, the system test failed, and the drive valve assembly was found to be faulty. There was no patient involved.